Event description:
It was reported to tyco healthcare kendall on july 10, 2006 that a customer had a problem with a foley catheter. The customer states before inserting the 16fr foley, the nurse pre-tested the balloon. She used the 10cc syringe of water in the tray and the balloon burst.

Manufacturer narrative:
No sample is being returned for evaluation. Without a sample, it is difficult to confirm the reported defect. Furtheremore, a valid lot number was not provided; therefore, the device history record could not be reviewed. Kendall healthcare is continually improving our products and processes to provide our customers with the highest quality products. Therefore, we have found that one potential root cause for this defect could be an embedded particle of remaining silicone from the molding process. As a result, preventative actions are being initiated including improvements to the mold cleaning process.